Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient turned off the stimulation approximately two months ago due to increased pain. The patient planned to meet with a manufacturer representative on (B)(6) 2019. Additional information was received from a rep on (B)(6) 2019. It was reported that the rep met with the patient and electrodes were over 9/10, so the rep was trying high definition stim. The rep later reported that the hd stim did not help with the patient¿s pain and they would likely seek explant. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the electrodes over 9/10 meant that it was the evolve workflow. There was no electrode issue. The patient didn't benefit from the hd settings and was likely going to explant.